Event description:
It was reported that the ilet user provided a smaller-than-usual breakfast announcement despite consuming a meal with higher sugar content than originally expected, after which their blood glucose rose and was corrected; this reflects an incorrect meal size entry, a use error, and relates to user interaction with the device interface. Symptoms included hyperglycemia with a peak of 313 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device malfunction, and a usage problem was identified consistent with improper procedure due to an under-announced meal; the relevant device component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.